Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing on the presenting rhythm. It was also reported that the right atrial (ra) lead exhibited intermittent atrial undersensing during atrial tachycardia/atrial fibrillation episodes leading to the early termination of atrial fibrillation episodes being recorded, a mode switch, and errant pacing in the atrium. It was also reported that the ra lead exhibited a position check failure. The rv lead sensitivity was programmed to 0.9 millivolts (mv) with measured r waves at 5.4mv, while the atrial sensitivity was set to 0.3mv with measured p waves at 0.4mv. The rv lead and the ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: w1dr01 ipg implanted on (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.